Manufacturer narrative:
The product was disposed of and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer's father reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (oka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "if your reading is above 500 mg/dl, the pdm displays a high check for ketones! This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones! Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia. If you get a "high check for ketones!" Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. Lf you still get a high check for ketones!" Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia." No lot qualification records were reviewed, as no product lot number was provided.

Event description:
The customer's father reported that his daughter had high blood glucose results, with a reading of "high" (>500 mg/dl) on the pdm and also on a separate blood glucose meter. He checked the pod and noticed that the cannula had dislodged from the infusion site, so he deactivated the pod and activated a new one. He then gave her a bolus. When he checked her blood glucose again, it had decreased to 215 mg/dl. The father disposed of the pod, so he was not able to provide the product lot number.